Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting adequate therapy. Diagnostics showed high impedances on several contacts and x-ray revealed a lead fracture. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that surgery occurred on (B)(6) 2022 and the lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.